Manufacturer narrative:
This report is submitted on january 04, 2023.

Event description:
It was reported that the patient had swallowed the battery. Additional information has been requested but has not been made available as of the date of this report.